Event description:
Caller alleged discrepant low inratio inr results in comparison to the lab inr result. Results are as follows: date: (B)(4) 2014. Inratio inr: 1.4. Lab inr: 2.3. Therapeutic range: approximately 2.0. The time between testing was ten (10) minutes. Reportedly, the monitor was not in the correct mode when the finger stick was performed and a venous blood sample was used from a venous tube. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any non-conformance. Lot meets release specification. Customer was using venous sample on strip. The inratio system is designed to use fresh capillary whole blood. This cannot be ruled out as a cause for the error experienced by customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.